Event description:
It was reported that there was an "infection." The patient had a "staph infection" that was "cleared already" but the doctor was not comfortable doing a refill yet as the patient was still on antibiotics. It was unknown when the infection presented. The pump system was delivering hydromorphone.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).